Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber product used during the procedure was not returned for evaluation. Fiber card analysis: use date: (B)(6) 2015. Use time: 02:13:52 pm. Joules used: 216,730 joules. Probable root cause: the product was not returned; therefore, the cause could not be determined.

Event description:
The fiber was used at 216,730 joules of use.

Event description:
It was reported that a laser vaporization of the prostate adenoma was performed on (B)(6) 2015: "intervention without problems." Patient outcome: no injury to patient reported. On (B)(6) 2015, the patient was admitted to the hospital for "disabling urinary frequency and abdominal pain." There was "suspicion of a urinary tract infection post-surgery. The patient received "empirical antibiotic treatment." The patient was discharged (B)(6) 2015. On (B)(6) 2015, an endoscopy was performed. Observation of "alternating tracks ischemic and inflammatory breaches on the bladder" was noted. Patient experienced "cystitis with catastrophic persistent pollakiuria." On (B)(6) 2015, the patient was given medication for the urinary frequency, bladder issues. As of (B)(6) 2015, reportedly, the persistence of ischemic areas improved; cell renewal of bladder mucosa in progress. There is no further information available.